Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they had issue with cautery functioning. Device was getting intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Corrected h-6 from "intermittent continuity" to "electrical issue.". Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they had issue with cautery functioning. Device was getting intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned with the cannula to the factory on 02dec2020. An investigation was conducted on 08jan2021. A visual inspection was conducted. Signs of clinical use, evidence of heavy blood and charred tissue was observed on the c-ring and jaws of hp2. The c-ring was completely intact. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. Signs of clinical use and speck of blood was observed on the handle. The heater wire was observed to be slightly flexed at the center of the hot jaw, which is due to clinical use. However, the wire remained attached at the base and tip with no detachment. There were no visual defects of the silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An engineering evaluation was conducted that identified the root cause of the electrical issue. The jaws did not close all the way. There is a force felt on the handle when the toggle switch was moved in order to activate the device. The handle of the hp2 was removed to evaluate the issue. It was observed that the lever of the switch was bent. Therefore, it was making difficult to activate the hp2 tool with the toggle switch. It was evident that the defect happened during assembly. The operator may have used a defective switch or the lever may have bent during assembly process. A training was conducted for the assemblers to be cautious with the lever and inspect prior to assembling and to check components prior to assembling them. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was confirmed. The DHR was reviewed for the reported failure ¿electrical issue¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR shop floor paperwork is available for review as an attachment to the record. The lot # 25153369 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they had issue with cautery functioning. Device was getting intermittent power. A replacement device was used to complete the procedure. The hospital did not report any patient effects.